Event description:
It was reported that, while the customer was playing basketball, the pump touch screen became shattered and unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to a back-up pump for insulin therapy.